Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was "impossible" to move into the chosen vein. The lead was implanted however, and it remains in use. No patient complications have been reported as a result of this event.